Manufacturer narrative:
The event was reported to have occurred on an unknown date in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient undergoing norepinephrine infusion with a spectrum infusion pump experienced hypotension while being transferred onto a chair. The nurse attempted to adjust the dose of norepinephrine (dose and rate of delivery not reported) and the pump reportedly "shut down improperly", then auto-restarted with all the settings lost. This was reported to have occurred 3 times and a different intravenous pump was used to continue the patient treatment. Treatment for the event of hypotension and the patient outcome were not reported. No additional information is available.